Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the main tube to have a 1.75 inch long section, approximately 2.5 inches below the midpoint, with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that prior to starting a da vinci s procedure, the surgical staff found the large needle driver instrument shaft was splintering. No additional information was provided. No patient harm, adverse outcome or injury was reported.